Event description:
It was reported when using the pyxis medstation es system, the user is unable to gain access through bio-ID. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable require reset. A field service engineer, reseated the usb cable and disabled usb sleep mode.to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.